Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to defibrillation threshold testing (dft) days after the implant. Upon interrogation, the thresholds had dramatically increased along with the patient feeling stimulation during pacing. An x-ray confirmed the lead had lifted up and was dislodged. The lead was repositioned on 30 dec 2019. The patient was stable and the numbers were stable post-procedure.